Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 9/25/2017, the voluntary recall was initiated. No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy in medium density tissue, after five samples were obtained the device allegedly was unable to prime. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 9/25/2017, the voluntary recall was initiated. Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was required. The lot met all release criteria. Investigation summary: the investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the device was dry fired outside of the patient. The IFU (instructions for use) states, "never test the product by firing into the air. Damage may occur to the needle/cannula tip." While a definitive root cause could not be determined based upon available information, dry firing of the device may have contributed to the reported event.

Event description:
It was reported that during an ultrasound-guided prostate biopsy in medium density tissue, after one or two sample passes the top slide of the device allegedly failed to prime and self-activated intermittently. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.